Manufacturer narrative:
Inspected 3 opened/used sensors and performed visual inspection and found all 3 sensors with needles bent inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 46 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low and high blood glucose. The customer was treated with two bottles of apple juice. Customer will not returned device for analysis.